Event description:
Reporter alleged obtaining the results of 309 mg/dl, 560 mg/dl, 151 mg/dl and 136 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 500 mg of metformin based on the 560 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 309 mg/dl, 560 mg/dl, 151 mg/dl and 136 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 500 mg of metformin based on the 560 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.